Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient's implantable cardiac defibrillator exhibited premature battery depletion. It was noted that the device was originally tested (B)(6) 2019 and showed 2.8 years to elective replacement indicator (eri). On (B)(6) 2019 a battery performance alert (bpa) was noted and the device was found to be at eri. The device was explanted and replaced. The patient was stable following the replacement procedure and at a subsequent follow up in clinic.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.